Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Plaintiff's preliminary disclosure form was received which identified part/lot information. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient has suffered symptoms including, but not limited to pain, swelling, and lack of mobility. Update: (B)(6) 2011- medical records were received. The discharge summary indicates the patient was revised on (B)(6) 2010. Pathological diagnosis states focal foreign body reaction.